Event description:
Customer reported the system did not power up, then did power up, but would not fluoro, it just beeps continuously. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that the voltage output at isolation transformer was too high, 126vac in certain outlets in the operating room, causing the alarm. Retapped isolation transformer and now have an output of 118vac. Tested system operation without any further problems, system is operating as intended.